Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. On (B)(6) 2012, after receipt of information about a patient's burn injury, nakanishi made a phone call to the dental office to hear details. The details are as follows. The patient complained about heat in mouth while cutting a tooth with nsk (B)(4). The dentist found a blister on the area from the cheek mucosa to the lip of the patient. The dental assistant checked the handpiece and found overheating. The dentist cleaned and disinfected the patient's wound.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi measured the temperature rise of the returned handpiece as follows. Temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points further toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points head, push button, gear engagement part and motor surface. Nakanishi rotated the handpiece at 200,000 rpm, with water spray and measured the exothermic situation. Nakanishi confirmed a maximum temperature of 40.7 degrees c at the push button part. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any damage on the inside parts. Conclusions reached based on the investigation and analysis results: nakanishi did not identify the cause of overheating of the returned device because nakanishi were not able to replicate the temperature rise at the time of the event and did not observe any abnormalities in the visual inspection.